Manufacturer narrative:
Complaint: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the elevator fractured during a procedure. There was no patient injury as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h4, h6, h10, h11. D4: the UDI originally reported is not valid as the manufacture date of the device is prior to UDI adoption for the device. Please consider UDI blank. D10: elevator #0 cat# 09-0258 lot#d15. Elevator #0 cat# 09-0258 lot#c13. Crane pick elevator cat# 09-0262 lot# 00376350. Crane pick elevator cat# 09-0262 lot# 00376350. A visual inspection was conducted on the returned elevator. L12, showed signs of multiple uses including heavy marking and scratching on the elevator surfaces. Additional inspection showed that the elevator tip has fractured. A fracture analysis was not conducted as the product shows signs of multiple uses and product has been in the field approximate 13 years and there is no indication that a manufacturing deficiency occurred. DHR review was not performed as product has approximate field age of 13 years, with an unknown number of uses. The device shows signs of repeated use. The device was returned to the supplier for investigation. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.